Event description:
It was reported that a cartridge alarm occurred multiple times on specific dates in january 2026. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the caller declined further questions. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.